Event description:
It was reported that the patient was not feeling stimulation due to lead migration, which was confirmed through an x ray. Due to a suspected infection at the implantable pulse generator (ipg) site, characterized by inflammation and pus, the physician opted to explant the spinal cord stimulator (scs) system rather than perform a revision procedure. All explanted devices were not returned due to facility policy. Additional information was received indicating that the culture results were positive for infection.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was not feeling stimulation due to lead migration, which was confirmed through an x ray. Due to a suspected infection at the implantable pulse generator (ipg) site, characterized by inflammation and pus, the physician opted to explant the spinal cord stimulator (scs) system rather than perform a revision procedure. All explanted devices were not returned due to facility policy.

Event description:
It was reported that the patient was not feeling stimulation due to lead migration, which was confirmed through an x ray. Due to a suspected infection at the implantable pulse generator (ipg) site, characterized by inflammation and pus, the physician opted to explant the spinal cord stimulator (scs) system rather than perform a revision procedure. All explanted devices were not returned due to facility policy. Additional information was received indicating that the culture results were positive for infection. Culture was taken and confirmed positive for a staphylococcus infection.

Manufacturer narrative:
Correction to the initial and follow up 1 mdrs in block h6.